Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported that the initial report of peritonitis caused by break in aseptic technique was never resolved. Two months prior to receipt of this report, the patient experienced the first peritonitis event. The patient received treatment with unknown antibiotics for two weeks (dose, route and frequency not reported). Initial treatment previously reported as fortaz, 1gm and cefazolin, 1 gm for three weeks. Subsequently the patient experienced recurrent peritonitis the next two consecutive months for a total of three peritonitis episodes. During the second recurrent event, the patient was treated with unknown antibiotics for three weeks. (Dose, route and frequency not reported). During the third recurrent event, the patient was hospitalized for five days due to the peritonitis. Treatment for the third event was not reported. The nurse (rn) stated that she does not know the cause of the peritonitis; the patient has been observed using good technique and was not re-trained. The rn stated that this was one episode of peritonitis that never resolved which was initially reported as a breach. The patient is recovering from the peritonitis events.

Event description:
It was reported that a patient had a break in aseptic technique coincident with automated peritoneal dialysis (apd) therapy which caused peritonitis. The break in aseptic technique was further described as a touch contamination by the patient and also possibly as ¿not being clean enough with proper hand washing¿. The patient was not hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with fortaz, 1gm and cefazolin, 1 gm for three weeks. At the time of this report antibiotic treatment was ongoing. On an unreported date, the patient was retrained in proper aseptic technique. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available at this time.